Event description:
It was reported that the device was used during a laparoscopic anterior resection procedure. The registrar who was assisting the doctor reported that two of the three 12mm ports had been leaking throughout the procedure when a 5mm instrument was inside. They carried on with equipment and ignored the leak when it occurred. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak with the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk. Expiration date: unk. Manufacturing date: unk.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.